Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history logs identified the reported problem to be a system error 2100. A visual inspection, electrical returned instrument testing evaluation (rite), functional rite and simulated-use testing were performed. The assignable cause was identified as a faulty thermo printed circuit board (pcb). To correct the condition, the pcb was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. It was not reported what cycle of peritoneal dialysis therapy the alarm occurred at. It was not reported how the alarm was resolved or how the patient completed therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.